Event description:
It was reported to the MFR that the vns pt's generator could not be interrogated and the pt has been experiencing an increase in seizures above pre-vns baseline. The programming system was ruled out as a problem-some component. The generator is not suspected to be at end of service as the pt can still perceive magnet mode stimulation. It is unk at this time if the increase in seizure activity is related to vns therapy. Good faith attempts to obtain add'l info regarding the reported events have been unsuccessful to date.